Event description:
The customer reported the system intermittently will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram battery, replaced the floppy drive with a flash drive, and replaced the at communications board. System operates as intended. (B)(4).